Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found on electronic assembly or motor. The device had normal operating currents and no unexpected off no power, low battery or failed battery test alarms were noted. It also had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he went into the pool wearing the insulin pump. The customer stated he saw some condensation on the upper right corner behind the lcd screen, but didn't see moisture anywhere else. After the exposure, he changed the battery and received a failed battery test alarm. He cleared the alarm and inserted another new battery and did not receive any alarms. Blood glucose value was 66 mg/dl; treated with food. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.